Event description:
It was reported to medtronic minimed that the customer received a battery low alert after 6 brand new batteries used and also received a replace battery alert. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. Customer reported a short battery life or a low battery alarm after 1 week or less. Customer was advised to insert a new aa battery and restart the pump. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump successfully downloaded traces and history file using thump. Pump passed active current measurement and self test. However, unit received with unexpected battery power loss and had high sleep current. Pump was cut open to perform visual inspection and found evidence of moisture damage on the [pcba 1, pcba 2, motor]. Swapped pcba 2 board with a test board and sleep current measurement passed. Low battery alerts confirmed in the pump history on (B)(6) 2024 at 13:07:09.000 and on (B)(6) 2024 at 06:11:00.000. Therefore, battery change occurred in less than 1 week. P-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case, pillowing keypad overlay, partially broken retainer, missing display window/cover, keypad overlay peeling, stained keypad overlay, cracked keypad overlay, serial number label missing, corroded battery tube, cracked case near the corner of belt clip rails, cracked battery tube threads, and cracked case on the battery tube side. In summary, customer allegation for pump's battery lasting less than 1 week was confirmed during testing where unit didn't pass sleep current due to moisture damage on the pcba 2 board. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.